Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: a 6/4mm device was implanted in a pediatric patient. The next morning, the device was seen to have embolized into the dao. The device was percutaneously retrieved through the pda with a 10f cook sheath. No adverse events occurred during or following retrieval of the device. One cd with images was provided. The angiograms were obtained in ap and lateral views. The angiogram showed a long pda that appeared to s-shaped in ap view. Due the tortuousity of the pda, it could not be sized in the ap view. The lateral view showed a long pda with a modest ampulla. The pda seemed to fold before entering into the pulmonary artery. Later angiograms showed an ado device deployed in the pda. The device had minimal constriction toward the aortic retention disc. There did not appear to be any constriction toward the pulmonary end of the device. The angiogram showed mild residual flow that primarily opacified the lpa. After release of the device, the aortic retention disc hung inside the aorta a little more when compared to the pre-release position of the device. Nevertheless, the device appeared stable in lateral view. According to aga's medical consultant the following conclusions were drawn: the patient's pda was long, small to medium-sized, exhibited a somewhat tortuous ductus with a modest-sized ampulla the diameter of the pda could not be evaluated in the ap view because of the tortuousity of the pda. The constriction of the body of the pda device was minimal but acceptable and the device position was optimal in lateral view, prior to release. The only plausible reason the device embolized is that the device was not pulled far enough into the pda given its length and anatomy; due to a complex pda course and a small to modest ampulla, causing the device to hang into the aorta after release, the device embolized.

Event description:
According to the initial information received, a 6/4mm amplatzer duct occluder (ado) was implanted (B)(6) 2012 and later found to have embolized into the aorta. The patient was a pediatric male with a moderate-large patent ductus arteriosis whose duct was slightly funnel-shaped with the narrowest part toward the pulmonal with no good ampula toward the aorta. In the ap plane, it was almost s-shaped. The ductus measured approximately 2.5-3mm in diameter and was found too big for a coil. Therefore, a 6/4 ado was introduced and deployed seamlessly. Before release, the position was evaluated on aortography and seemed good although there was still a small residual shunt through the device. After release of the device, there was a slight rebound of the device backwards and you could see that the part of the device protrude a bit into the aorta. The physician was satisfied with the location of the device and the patient was released to recovery. Clinically, the patient was well without a ductus murmur. The next day, the device was found displaced during echo examination. The patient returned to the cath lab and a new angiography showed the device had embolized to the mid-abdominal level in the aorta. It was decided to remove the device via a snare. A 10f cook sheath was introduced into the femoral vein. Through the ductus to the aorta, a 6f guiding catheter and a snare was introduced. After 5-6 attempts, the snare noose was placed around the mid-part of the device and pulled it toward the guiding catheter where it was retracted into the 10f cook sheath and removed. The patient was recovering well and was awaiting a new date for closure of the pda either with a device or surgically.

Manufacturer narrative:
The ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (oct-2016). Our consultant is in the process of reviewing records related to this case. When our investigation is complete, a supplemental report will be provided.